Event description:
It was observed during the device inspection, while dissembling the colonovideoscope's additional screw psk 42 x 4 sa, fell from the control body. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation it is likely that screw was left in the device by mistake at previous repair. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.